Event description:
A report was received that the patient experienced communication problems between their remote control and ipg, resulting in a loss of paresthesia. The patient underwent an ipg revision. A database analysis revealed no anomalies.

Manufacturer narrative:
Date received by manufacturer should have been 14jun2016.

Event description:
A report was received that the patient underwent an ipg revision procedure to move the pocket location due to discomfort.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient experienced communication problems between their remote control and ipg, resulting in a loss of paresthesia. The patient underwent an ipg revision. A database analysis revealed no anomalies.

Event description:
A report was received that the patient underwent an ipg revision procedure to move the pocket location due to discomfort.